Event description:
Pt used trueresult meter with truemetrix strips (same manufacturer). The strip fit the machine and looked like it was working as usual (this was witnessed by fnp and md as well), but received false reading of 23. Verified bg on hospital meter and it was 448.